Event description:
Customer reported that the unit was used with the external battery and the plug was pulled out by mistake. This caused the device to stop cycling. User error contributed to this event. There was no patient harm.

Manufacturer narrative:
The device was evaluated and the reported complaint could not be duplicated. User error contributed to the event.